Event description:
Pt reported that his display was flashing with a 3.0 and 77 on the screen. The pt tried to clear the infusion device screen by removing and then reinserting the power pack, but the device would not clear. The pt was at work and did not have a replacement power pack with him. He stated that he would go on injection therapy until he got home to change his power pack. The pt was made aware of the power pack recall and received replacement product. The pt replaced his power pack when he returned home and his device worked properly. The pt did not report assistance by a healthcare professional or second party to address the issue. He indicated the product had been discarded, therefore product will not be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation. Issue described to agency in recall.